Manufacturer narrative:
The hospital respiratory therapist confirmed the reported issue. The manufacturer's product support representative recommended the respiratory therapist check the inlet filter. The respiratory therapist stated it was dirty. The hospital sent the device back to the rental dealer for repair.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed vent inop due to a blower temperature high reference failure. The device was removed from the patient and replaced with another device. There was no patient harm.